Event description:
The iab leaked. On 6/12/97, the following was rpt'd to datascope: the iab was inserted into the pt on 5/15/97. On 5/16/97 after iabp for nine hrs, the "gas loss" alarm sounded from the pump. No blood was noted. All connections were checked and iabp was restarted. The alarms continued and a small amount of blood was noted in the tubing. Event complications: unk - rpt'd 5/15/97; none - rpt'd 6/12/97. Pt current status: expired - rpt'd 6/12/97.

Manufacturer narrative:
Device label code for f10. Position 1, 2, and 3: 1738. Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.